Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low shock impedance measurement exhibited by the right ventricular (rv) lead after the patient was implanted with a left ventricular assist device (lvad). All lead measurements were noted to be normal prior to the implant of the lvad. It was also noted that the device was programmed off while the patient was in the hospital, and had a temporary pacemaker placed. Additional information was provided that the device was programmed on again. Low shock impedance values were still observed, and it was noted that pacing thresholds were unavailable due to the patients cardiac rhythm.